Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; three instances in a row one of his buttons caused the menu to scroll by itself while he was trying to bolus. The patient's blood glucose at the time of the initial incident was 165 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that he had the pump up against his hip and he got sweat on it, and that the pump had been exposed to fluid in the past with no moisture visible in the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was unresponsive up and down buttons due to corroded keypad traces. No low reservoir alarm noted. No unexpected numbers ramping or scrolling during our testing. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.